Event description:
While performing a procedure at her clinic, the attending physician noted breakage of the tip of the cannula. The result was that a small piece of cannula remained in the soft tissue of the pt's neck. The dr was able to remove the piece without further incident or injury.